Event description:
A 26mm x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted for the treatment of an abdominal aortic aneurysm in a pt in 2001. It is reported that the pt's aneurysm measured 6.5cm in diameter but the vessel morphology is unknown. The physician reported that the pt was prepped for endovascular stent graft placement. Attention was directed to the right and left groins and bilateral incisions were made down to the common femoral arteries. It was reported that the stent graft deployed but there was difficulty removing the runners causing the stent graft to get pulled down into the aneurysm requiring a 26mm aortic cuff placement. The removal difficulty and aortic cuff placement is not mentioned in the physician's implant report. The physician does state that a completion aortogram demonstrated a small type I endoleak at the proximal portion of the bifurcated stent graft. The physician used an angioplasty balloon and inflated the balloon in the proximal portion of the graft several times reducing the amount of leakage. It was decided by the physician to stop at this point and see if the leak would seal on its own. No add'l info regarding this event is available. It is reported that the pt is doing fine and there was no add'l clinical sequelae related to the complaint. The returned goods investigation revealed that the stent delivery system and runners had no kinks or bends. The black ring and runners retracted without diffculty. With limited info available, unknown vessel morphology and the device being unremarkable, it is not possible to make conclusive statement as to the cause of runner removal difficulty.